Event description:
On 12/7/1998 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. Slight oozing was noted post deployment which ceased without intervention. Later that day (time to onset not specified), the pt's procedure leg was noted to be cold and without pulses. The pt was taken to surgery where an occlusion of the right femoral artery was identified. The device anchor, collagen, and suture were found in the right superficial femoral artery. A fogarty catheter was utilized to retrieve this blockage with flow restored. The pt tolerated the procedure well, and was discharged home on 12/11/1998 in good condition. As of 1/13/1999 there has been no report to the MFR of further complication or additional sequelae.